Manufacturer narrative:
Initial.

Event description:
It was reported that the user initiated a meal announcement, delivered approximately one quarter of the intended meal dose, then received an unable-to-proceed message and stopped dosing. The event resolved only after the user changed the infusion set and related supplies, after which therapy continued without issue. No reported adverse clinical effects. Outcomes included replacement infusion set supplies shipped to the user without medical intervention. Investigation included user troubleshooting with full supply change and site rotation using a teflon inset. Investigation of this case revealed a suspected infusion set occlusion associated with the infusion line or cannula, consistent with resolution following set and supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.